Event description:
The nurse of a (B)(6) old male pt contacted zoll customer support to report that his monitor would not power on with either battery pack. A pt service rep visited the pt to issue him replacement equipment and determined one of the replacement battery packs also would not power on a monitor. The pt was issued two replacement battery packs and a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor will not power up) was confirmed. Upon investigation the monitor would not fully power up and the front response button was not working. Further examination revealed that the front response button cable was thermally damaged. The thermal damage was caused by excessive current flowing through capacitor c9, which was also thermally damaged. The damage to c9 was caused by a short in component q4 (hexfet power mosfet). The root cause for the shorted q4 component could not be positively identified. The failure rate of component q4 is well below the predicted failure rate. Device evaluation of battery packs sn (B)(4), (B)(4), and (B)(4) has been completed. The reported problem (battery packs will not power up monitor) was confirmed. Upon investigation the battery packs were non-functional in a test charger and monitor. Each battery pack was found to have a blown battery fuse. The root cause for the blown fuses was the excessive current flowing from monitor sn (B)(4) due to the shorted q4 mosfet. No adverse event occurred due to the defective q4 component. The pt received a replacement monitor and battery packs. Monitor sn (B)(4): 07/01/2010; battery pack sn (B)(4): 05/01/2010; battery pack sn (B)(4): 05/01/2010; battery pack sn (B)(4): 10/01/2011.